Event description:
This lead was implanted and during the procedure it was deemed to have a micro-perforation. The physician capped this lead and implanted another lead. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).